Event description:
A malfunction alarm was reported with the code malf 0. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer contacted support and was guided through a pump reset process, which successfully resolved the issue as the malfunction code did not recur. The customer was advised to continue using the pump and to reach out if the problem reappeared.